Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-220145dc serial/lot: (B)(4) description: 45 cm twist lead, 0.016 tungsten stylet.

Event description:
A report was received that the patient was experiencing disease related symptoms that were unrelated to the stimulation and medication was administered.

Event description:
A report was received that the patient was experiencing disease related symptoms and medication was administered.

Manufacturer narrative:
Additional information was received that the symptoms were parkinsons disease related. This event was assessed as not related to the stimulation, hardware, or procedure.

Event description:
A report was received that the patient was experiencing disease related symptoms that were unrelated to the stimulation and medication was administered.